Manufacturer narrative:
Corrected information: b3: event date.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The physician planned to place the trunk-ipsilateral leg first and then place two gore® excluder® aaa endoprosthesis aortic extenders components in the proximal neck. Reportedly, the first aortic extender was implanted below the renal artery. When the second aortic extender was delivered, the delivery catheter was caught by the first aortic extender. It made the first implanted aortic extender moved proximally, resulting a coverage of the renal artery (approximately 1/3). As a treatment, an epic vascular stent was additionally implanted in the left renal artery. The patient is being monitored. The physician commented that he should have delivered the delivery catheter more carefully.